Event description:
It was reported that the customer experienced a blood glucose (bg) level of 56 mg/dl and kidney failure. The cause of the low bg was unknown. Customer indicated kidney issues were ongoing and unrelated; however, customer was unsure if the low bg contributed to kidney failing. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.